Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0u282, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had an appointment with their health care provider (hcp) about 1 to 2 weeks ago and was told that one of the programs wasn't working. The hcp didn't provide any details as to why, but the patient was told to work with 2 of the other programs. This was a sudden change in therapy 3 days ago. The patient experienced a loss or change of therapy and had bad incontinence. The patient didn't feel stimulation and felt it earlier today. The patient's therapy was not on. The patient didn't realize they were turning stimulation off and thought the middle button on the side turned stimulation on and off and that was why they were using it. There were no trauma or falls that could be related to the issue. The patient increased amplitude and felt stimulation in the correct area. Today the patient had jolting and the therapy was on. It sounded like the therapy was on, but this was unable to be confirmed as earlier the stimulation was off. This occurred while the patient thought they were changing programs, but they weren't sure what they were doing. It seemed like the patient was using the wrong buttons and didn't check the setting prior to switching programs. This was unable to be confirmed as the patient couldn't remember which buttons they pushed. The jolting stopped once the patient turned stimulation off. The patient did not intend to follow-up with any hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the whole incident was the patient's problem and not the device. The jolting and program not working had been resolved. The circumstance that led to the programming not working was the patient's fault as they were in the hospital and forgot their manual.